Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed due to the pump malfunctioning. Sometimes it was difficult for the patient to urinate, other times the pump stayed open, and the patient had no control of the urine. A new artificial urinary sphincter pump component was implanted. Following the revision surgery, the patient outcome was reported as cured.